Event description:
Loop that was used in the stress lab had a hole in it and was not aware of the hole until starting to inject the patient with the agent. When injecting the agent, blood did splatter. The area was cleaned, and a new IV was placed.